Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the ¿error code b30¿ occurred due to communication error. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source had a b30 error message and the brightness is not to par. The issue was found during preparation for use of a unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of b30 (scope communication error) error code was not confirmed, the customer¿s allegation for brightness is not to par was confirmed. The device evaluation found lamp life was expired, the olympus lamp was reading over 500+ hours, there was minor corrosion on the bottom housing chassis and there was corrosion inside scope socket tubing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.